Event description:
Seven patients presented with similar sternal wound infections following cardiothoracic surgeries requiring bypass. Suspected, but yet unconfirmed correlation to perfusion device usage while in the operating room.

Event description:
Add'l info received on report mw5071895 from reporter on 12/06/2017: 11 pts with confirmed mycobacterium abscessus sternal wound infections following cardiothoracic surgeries and use of sorin 3t heater-cooler unit. Two add'l pts with suspected mycobacterium abscessus infection were also treated accordingly. Therapy date: (B)(6) 2017. Diagnosis for use: cardiothoracic surgery requiring bypass. Age of device: 2 years. Ref # (B)(4) .